Manufacturer narrative:
Product was returned and evaluated. Visual findings did not observe any damage to the unit. Evaluation of the returned device found the unit to have intermittent power due to contamination on the on/off switch. Once the on/off switch was cleaned, the issue was resolved and the unit passed all functional testing. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states do not allow batteries to deplete while in the alarm. Change batteries immediately when seeing the low battery led flash red. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. If the alarm low battery led is flashing red or the alarm does not power up, the batteries are depleted and must be removed. Do not leave depleted (dead) batteries in the alarm to avoid corrosion. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2025-00474.

Event description:
Customer reported complaint via email, - no power with part 8645wl sn (B)(6). No patient incident or injury was reported.